Event description:
The customer tested on his elite and received blood glucose result of 25 mg/dl. He retested on another elite meter and received a result of 241 mg/dl. The difference between the two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event as a result of the readings. The customer did not have any of the strips left that gave him the erratic results, so no product will be returned for evaluation.